Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between a y-site and syringe IV tubing during an unspecified infusion. The leak was confirmed when the line was flushed with normal saline. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: bd 10ml syringe labeled 0.9% sodium chloride injections; therapy date (B)(6) 2015. The customer¿s complaint of a leak between a y-site and syringe IV tubing was not confirmed. No anomalies were observed during visual inspection. Functional and pressure testing did not produce any leaks. Dimensional analysis performed found the set to be within manufacturer's specification. The root cause of the leak between a y-site and syringe IV tubing was not identified.